Manufacturer narrative:
Evaluation code, results: occlusion.

Event description:
The patient has 2 separate iliac lesions in the right external iliac artery. The patient underwent right and left lower extremity run-off with aortoiliac angiography and percutaneous transluminal angioplasty. Initially balloon angiography was performed but due to dissection 3 complete se stents were implanted in the right external iliac artery (overlapping). Ref MFR report # 2953200-2009-01413 and 2953200-2009-01414. Approximately 1 year post index procedure, the patient presented with worsening right leg claudication in addition to chronic left leg claudication. The patient was found to have in-stent restenosis of up to 70% in the right external iliac stent, 90% in the right sfa and 100% at the ostium in the left sfa. Patient underwent laser atherectomy to the common femoral artery and the right sfa. Balloon angioplasty was then performed for residual in-stent restenosis in the right sfa and the right external iliac artery. All stenosis were reduced to 0%. Patient was discharged home. The investigator has not indicated whether the reported event is related to the study stent.